Event description:
Company representative reported the hospitalization. Customer has been using the insulin pump for two months. Customer was hospitalized because of heart attack while wearing the insulin pump. Hospitalized for six days. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.